Event description:
Emt's responded to a person described as a probable suicide hanging victim. The device was connected to the pt, but according to the rptr, the device alarmed "connect electrodes" and would not analyze the pt's rhythm. A backup defibrillator was called for and used within approximately 1 min. The pt was not resuscitated. The rptr indicated the reported malfunction did not cause or contribute to the death of the pt. The rptr based their opinion on the attending paramedic's assessment of the pt's viability and use of a backup defibrillator.